Event description:
Pt augmented 22 years ago with silicone gel implants - now has increased firmness, loss of upper pole fullness. In 2003 pt underwent bilateral capsulectomy and implant removal - right breast implant was intact with it's capsule - left implant was ruptured within capsule. Pt augmented with mentor gel implants.